Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's mother reported that her 07-year-old son experienced high blood glucose level and was vomiting. Therefore, they tried to treat it with continuous bolus via the pump without changing the site, but on (B)(6) 2022, the patient went to the emergency room and was subsequently hospitalized due to symptoms of diabetic ketoacidosis and high blood glucose level after staying for 6 hours in the emergency room. While in the hospital when they removed the pump, they noticed a bent cannula. His highest blood glucose level was 450 mg/dl and had high ketone level which was assessed as dangerous/life threatening by his healthcare professional. Moreover, the infusion had been used for one day and the site location was patient's upper buttock. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline (sodium chloride), insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. At the time of this report, the patient was not released from the hospital. Further, they replaced the infusion set and the insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.